Event description:
During a therapeutic left nephrolithotomy procedure the tip of this guidewire detached in the patient. An open procedure was performed to remove the tip and the patient was hospitalized. The patient was discharged in satisfactory condition.